Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap chole - "dr. (B)(6) said he has had several of our 10mm retrieval bags that have come off of the metal guides as soon as he pushed in the plunger to deploy the bag. I worked a case with him on (B)(6) 2016 and he did not have a problem with the case that I watched." Additional information received via email for sales rep on december 21, 2016 - the rep talked with the surgeon, dr. (B)(6), and said that he has issues with lap cholecystectomies. When the rep initially talked with the surgeon , he said that the bag just came off the guides as soon as he pushed the plunger in. Yesterday when he talked to dr. (B)(6) he said it's when he is trying to place the specimen in the bag. He could not give any specific information about the other cases. The rep said the surgeon has experienced this issue 5 or 6 times. Patient status - "patient is fine."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.